Manufacturer narrative:
The implant date and lot number was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented with a mispositioned inflatable penile prosthesis (ipp) cylinders that cycled normally. A replacement surgery was performed and during the procedure the physician noticed that both cylinders had migrated out of the corpora and into the scrotum. There were no patient complications reported.

Event description:
It was reported that the patient presented with a dispositioned inflatable penile prosthesis (ipp) cylinders that cycled normally. A replacement surgery was performed and during the procedure the physician noticed that both cylinders had migrated out of the corpora and into the scrotum. There were no patient complications.

Manufacturer narrative:
The implant date and lot number was obtained through a review of the surgical history previously provided by the physician. Investigation summary: based on the information available, boston scientific concludes that the product analysis was unable to confirm the reported event of migration. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinders were inspected, no visual damages were found. The cylinders passed the leak and pressure tests performed. The ams700 momentary squeeze (ms) pump was tested, no visual damages were found upon inspection, but it did not pass the valve deactive state test, which means that fluid does not move from the reservoir side of the pump to the cylinder side of the pump when 6 psi is applied to the reservoir connection for 60 seconds. Product analysis was unable to confirm the reported event of migration. Labeling review: a review of the IFU, ams700 ms pump was performed. Migration and malposition of device are documented as adverse events. Also, there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.